Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for competitor lead replacement procedure. Oversensing caused by deep inspirations was noted during a previous follow-up visit and was believed to be an issue with the competitor lead. The competitor right ventricular lead was explanted and replaced. When connecting the implantable cardioverter defibrillator to the new lead, oversensing was still noted. The device was explanted and replaced. Oversensing was still present with the new device and lead. After several attempts and reconnections, the oversensing was resolved. On (B)(6) 2018, the patient presented for system evaluation and there was no sign of oversensing. Patient was stable.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory due to review of electrocardiograms. The device was tested on the bench and using automated testing equipment, and no anomalies were found. The cause of the field event remains unknown.